Manufacturer narrative:
(B)(4). Additional information: device evaluation: a sample was available for evaluation. A visual inspection revealed yellow coloration within the buretrol and confirms the reported condition. The root cause could not be determined. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The facility administrator reported to baxter (B)(4) a buretrol set that had the internal white line turn pink. This occurred when the nurse mixed midazolam in the chamber. This occurred before use. There was no patient involved. Therefore, there was no patient injury or medical intervention in association with this event. There is no additional information.